Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) has a breast implants that made the device implanted much higher in the clavicular region and was causing some pain. Additional information from the field representative confirmed that a revision was made. The device remains in service. No additional adverse patient effects were reported.